Event description:
Per the audiologist, the impedance measurements from the pt's device began to fluctuate in 2007. Two electrodes were identified as short circuited. The results of an integrity test were consistent with normal receiver/stimulator function with multiple electrode anomalies. It was recommended that these electrodes be removed from the sound processor program. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.